Event description:
It was reported that arrhythmia occurred. The patient presented with coronary disease. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, while the device was in use, the patient went into an arrhythmia which prompted a shock to be delivered by the implantable cardioverter-defibrillator (ICD). No further patient complications were reported and the patient did not need to be admitted to the hospital beyond standard of care.